Event description:
Medtronic received information that this arterial cannula began to leak after the cannula was sutured into place. It was reported that the cannula was put into the pulmonary artery and was flowing for approximately 5 minutes when a 3.0 suture was tied to secure the cannula. After the suture was tied, the product began to leak. The cannula was removed and replaced without reported complication to the patient.

Manufacturer narrative:
Analysis: visual inspection shows two scuff marks on the outside surface of cannula, approximately 2" from distal tip. In addition, 2 puncture holes were observed approximately 2 1/4" from tip end of cannula. Microscope inspection shows the 2 puncture holes are between the spring winds and are located near each other. The cannula was then pressure tested to 1 ps, where leaks to atmosphere were confirmed from each of the puncture holes. The supplier reviewed the manufacturing process for this product and found nothing that would cause these types of scuff marks and puncture holes on the device. A review of the device history record shows that the product lot met manufacturing specifications when released for distribution. Conclusion: the damage to this product most likely occurred after released to the field, possibly during suturing in the or. User interface likely contributed to the event. Product replaced without reported adverse patient effect.